Event description:
During a coronary drug eluting stenting treatment procedure, stent damage occurred. A 3.00x16mm taxus express2 drug eluting stent was deployed to an unk vessel when it was noticed that the stent had the "edge roughed up". The unk vessel was pre-dilated with a 3.0x15mm maverick balloon and crossed with a 3.00x20mm taxus express2 stent. No pt complications were reported.